Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was described as a red oval-shape the size of the sensor patch with itching and bumps. Reaction was located on the right side of the abdomen. On (B)(6) 2016, the patient consulted with a dermatologist regarding the reaction. The patient was referred back to dexcom for further assistance. Patient removed the sensor and spoke to dexcom technical support about using a skin barrier. At the time of contact, patient was in good condition. No additional event or patient information was provided. No product or data was returned for evaluation. However, a photo of the reaction was provided. The reported event of skin reaction was confirmed. A root cause could not be determined.